Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, atrial lead dislodgement was suspected; it was confirmed with an x-ray. The patient was asymptomatic. On (B)(6) 2019, the lead was successfully repositioned. All electrical measurements were in range. The patient was in stable condition post procedure.